Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient's skin irritation was described as having bled. The patient uses a lotion for a pre-existing condition of psoriasis. There is no indication of medical intervention. There is no alleged device malfunction. The patient's medical outcome is unknown. The patient continues to wear the lifevest.